Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The customer returned the meter where it was tested using retention strips and controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago neoplastine cl plus laboratory method. The result from the meter at 10:52 a.m. Was 5.1 inr. The result from the meter at 12:34 p.m. Was 5.1 inr. The result from the laboratory at 1:34 p.m. Was 3.5 inr. The customer's therapeutic range is 2.0 - 3.0 inr. Any therapeutic decisions were made based on the laboratory result as it was believed to be correct. The customer is in stable condition, doing well.